Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00180.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400s (pc400s) and a penumbra coil 400 detachment handle (handle). During the procedure, the physician advanced a pc400 in the target vessel using a non-penumbra microcatheter and attempted to detach it using a handle; however, the pc400 failed to detach. Therefore, the pc400 and handle were removed. The procedure was completed using additional pc400s and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pet lock was intact and undamaged on the proximal end of the pusher assembly. Multiple bends and kinks were present along the length of the pusher assembly. The embolization coil was detached from the distal detachment tip (ddt) of the pusher assembly. The pull wire and proximal constraint sphere were present within the ddt. The stretch resistant (sr) wire within the embolization coil was fractured. Offset coil winds were present along the length of the coil. Conclusions: evaluation of the returned pc400 revealed a device with an intact and undamaged proximal pet lock. If the handle is not properly seated on the pusher assembly prior to actuation the pet lock may not separate. If the pet lock does not separate, the pull wire will not retract from the ddt to detach the embolization coil. Further evaluation of the returned pc400 revealed a fractured sr wire, offset coil winds, and kinks and bends along the length of the device. Based on the reported complaint, these damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned handle revealed an undamaged device. The handle was tested using a handle test fixture and performed within specification. During functional testing, the returned handle was able to separate the pet lock and successfully detach the returned embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00180.